Event description:
It was reported that the patient had an aneurysm located in the right internal carotid artery. During a coil embolization procedure to treat the aneurysm, the physician delivered the coil into the aneurysm and pulled out to adjust the position three times. After the third attempt to reposition, the coil stretched. After the coil was detached, approximately one centimeter of the stretched coil remained in the parent artery. The physician implanted another coil and successfully completed the procedure without any patient complications. Patient is reported to be "stable".

Manufacturer narrative:
Device code: other, for coil protrusion.